Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on (B)(6) 2013. It is further alleged that he suffered progressive groin and left hip pain, elevated cobalt level at 4.3 and on (B)(6) 2020 underwent revision surgery of the acetabular liner and femoral head.